Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to unknown product performance issue. This rv lead was replaced with the same model and never in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. This supplemental correction report was created to capture the additional information received which indicates that the lead was attempted due to tissue in the helix. This observation no longer meets the definition of malfunction as this issue poses no risk to the patient as it occurred in a controlled environment. Amending MDR decision to MDR=no report.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to tissue in helix. This rv lead was replaced with the same model and never in service. No adverse patient effects were reported.